Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "under infused" was not able to be reproduced. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr under-infused. The event occurred during an unknown medicated infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.